Manufacturer narrative:
The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. The analysis consisted of a photographic inspection of an image provided. The device in the customer supplied image presents extensive bend damage in the distal tip region and a separation of the coil from the proximal coil to core wire joint. The damage presented appears consistent with manipulation against resistance. As noted in the warnings section of the device instructions for use (dfu), "do not advance, withdraw, or torque the guidewire against resistance as tip separation or breakage may occur. If the guidewire tip does not rotate freely, do not turn the wire 360o in one direction." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the image and the information provided to date, clinical and procedural factors appear to have impacted on the event as reported. If any further relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
Event description: jet stream was used in a revascularization procedure, when the physician came out with the catheter he noticed that something happened with the tip of the wire, that it's destroyed. No reported patient complications.